Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.4-30 inr): qc 1: 2.8 inr , qc 2: 2.8 inr , qc 3: 2.7 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer¿s products have not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 304974) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation: occupation was lay user/patient. (B)(6).

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 11:21, the result from the meter was 2.3 inr and at 17:19 the result was 2.5 inr. The result from the hospital laboratory was 4.3 inr. The laboratory reagent used was not known. There was no allegation of an adverse event. The therapeutic range was 2-3 inr.